Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted because the physician believed that the system had been implanted in a suboptimal position. A new transvenous implantable cardioverter defibrillator (ICD) system was successfully placed. No additional adverse patient effects were reported.